Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they were hospitalized due to high blood glucose and insulin pump did not delivered on december 02, 2018 with blood glucose was unknown. Customer did not provide details regarding symptoms of their high blood glucose episodes. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.